Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to dehydration, nausea, and high blood glucose of 345mg/dl. The customer was experiencing high glucose for the past four to five days. The customer's most recent glucose reading was 125mg/dl, and she was treated at the hospital. Troubleshooting could not be performed because the customer put her insulin pump in suspend mode while showering and she forgot to reconnect to the insulin pump. The customer stated that the suspend reminder kept alarming, but she ignored it. No further info was provided.